Event description:
At approximately six weeks post-operatively, it was noted on routine radiographic follow-up that a locking screw was dissociated from the screw head at the t2 level on one side of the multi-level cervico-thoracic construct. No intervention has been undertaken. The patient remains asymptomatic.